Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the pump was returned with a detached keypad cover. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The keypad flex near the ok button was observed to be damaged. Unrelated to the initial complaint, the display screen was discolored. Also unrelated, the battery compartment was observed to be cracked. The audio bolus button could not be investigated due to inability to move past the verify screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Damage to keypad allegedly occurred prior to tactile changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.